Event description:
The device was removed due to "infection". As reported to co, the entire device was removed and not replaced. 2/24/97- upon receipt of add'l info from the physician/surgeons, he stated., "culture results identified staph epidermidis. Pt had pelvic vascular surgery which may have contributed to this occurrence".

Manufacturer narrative:
In section d6 lot number e90176 was corrected as it was previously reported in e90196 in error. Based on this info recieved, qa concludes that device function was not associated with the cause for removal. In addition, all devices sold and labelled as sterile by this corporation are released according to manufacturing and qa procedures. Based on this, qa concludes that the implanted device was sterile prior to opening of the package and that the infection initiated from a source or sources other than this device. Because device evaluation would not conclusively confirm or disprove the report of infection in-vivo. Or the report that the aforementioned vascular surgery may have contributed to the noted infection, qa will accept the physician's observations of this as the cause for surgical intervention.